Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h3, h6; a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p902989, was retuned to the manufacturer for analysis. The returned psu had scratches on the housing and lenses. Event logs report intermittent firmware incompatibility dating back to feb 2020, intermittent faults indicating illuminator voltage measured lower than recommended operating voltage dating back to may 2024. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at 1.093mm, with a passing threshold of 0.250mm. This psu had not been previously returned for failure. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that a message "localizer faulted" appeared. Length of delay was unknown. Impact on patient outcome unknown. Additional information was received. It was reported that technical services (ts) walked the manufacturing representative (rep) through accessing the network device interface (ndi) toolbox utility screen and determined that the camera complementary metal-oxide-semiconductor (cmos) battery was causing the localizer faulted error. Additional information was received. It was reported that there was a short delay to swap out the system. This occurred pre-op and there was no impact on patient outcome. Additional information was received. It was reported that there was less than an hour delay in the procedure.

Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed the battery fault. The battery, enclosure, and ir windows were replaced and the component functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.